Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none it was reported that during post-dilatation of a non-abbott stent in the common iliac artery, the fox plus balloon came in contact with the edge of the stent and ruptured. The balloon was removed from the vessel from the vessel and an unspecified dilatation catheter was used to complete post-dilatation. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.